Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m54w16. Additional information requested and received: what were the indications for surgery? Unknown. What type of procedure was the device used in? Lung resection. Did both the ple45a and ple60a lose power at the second firing? If no, please clarify yes. What caused the tearing of tissue? Surgeon forcing to open up the stapler did bleeding occur as a result of the tissue tearing (used on vessels and very bad lung tissues)? If yes, how was the bleeding controlled? Convert to open, compress the bleeders with hands. If yes, how much blood was lost (ml)? Not sure. If yes, did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis found that one ple60a device was returned for analysis with no cartridge reload present. The device was returned with a non-working firing mechanism. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. No further functional test could be performed due to the condition of the device. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected, and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the first firing works fine. Upon second firing, firing failed as loss of power. Surgeon has to reopen the jaw and discard the stapler. It was used on vessels and very bad lung tissues. Tearing of tissue happened. Another like device was used to complete the procedure.